Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose/concentration and prialt/ziconotide at an unknown dose/concentration via an implantable pu mp. The indication for use was not reported. It was reported that during the preparation of a pump for implant, it was impossible to fill the pump entirely. The emptying of the pump was normal; the hcp removed 17,5 cc from the reservoir. However, they were not able to fill the pump completely. Only 11 cc were filled in the pump, then they were blocked. It was noted that this was ¿maybe due to a blockage of the security valve¿. The hcp tried several times to empty or fill the reservoir unsuccessfully and even waited for a releasing of the valve for at least 30-45 minutes. The pump was never implanted and would be returned. There were no environmental, external or patient factors reported that might have led or contributed to the event. There were no [additional] diagnostics/troubleshooting performed. There were no [additional] actions/interventions taken to resolve the issue. The issue was resolved as a different pump was implanted. The patient's status was alive - no injury. The patient¿s age, weight, and medical history were unavailable. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) operations center indicated the pump was delivering water 1000,0 mcl/ml at 6,1 mcl/day (minimum rate). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.